Event description:
N/a.

Manufacturer narrative:
The certas valve was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 4. The catheter was irrigated, no occlusion noted. The valve passed the tests for programming, occlusion, leak, reflux. The valve failed the test for pressure. The valve was visually inspected under microscope at appropriate magnification: biological debris was found on the spring, on the ruby ball and on the seat of the ruby ball. Root cause analysis - at the time of investigation, no programming issue was noted. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve. . The root cause for the pressure test failed is due to biological debris and protein build up interfering with the valve. At the time of investigation, debris biological was found.

Event description:
A physician reported a certas plus valve was implanted via ventriculoperitoneal shunt (vp) seven years ago. The valve was unable to program, therefore it was removed and replaced on unknown date. There were no reported signs and symptoms due to valve issue.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.